Event description:
It was reported that when using the bd pyxis¿ medstation¿ es u5c1_main, drawer 5 failed. The customer confirmed that there was an obstruction at the back of the drawer preventing it from closing properly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the obstruction was found at the back of the drawer which caused the drawer not to be closed properly. A field service engineer (fse) identified that both slide rails were missing all bumpers, and the right-side bearing cage was misaligned, realigned the bearing cage and replaced all bumpers, restoring proper drawer function. The fse replaced the pyxibus module controller board for main drawers 2.1/2.2 due to a damaged transistor and confirmed proper operation after testing. The system functioned as intended after the field service engineer repaired the device.